Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the device was interrogated revealing episodes of automatic mode switch and oversensing due to noise on the right atrial (ra) lead. The physician elected to take no further action and will monitor the patient. The patient was in stable condition.